Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists pericardial fluid collection is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Pericardial fluid collection and bleeding are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2015, the patient had pericardial fluid collection. The patient had a pronounced pericardial effusion and pleural effusion with induction for rethoracotomy. A suction alarm was reported. A CT showed hematoma compressed behind the left atrium and left ventricle. The lvad flow was reduced to 2.8 liters per minute (lpm). Surgical intervention was required, and the event resolved.